Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found broken tip clamps and plunger clamps. All 12 tip clamps were replaced as well as 7 plunger clamps and all the lld contact springs (24). The instrument was tested without further problem and returned to service.